Manufacturer narrative:
Device passed the displacement test but rewind anomaly and motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. Device received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and insulin pump automatically send insulin pump in rewind. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had no delivery alarm and piece of insulin pump missing around battery cap area. The insulin pump will not be returned for analysis.